Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 329 (mg/dl). Customer administered insulin injections to treat bg levels. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to customer to discuss possible factors that may affect bg levels with health care provider.